Event description:
It was reported by provider that the seat frame is broke in two places on the ct6a wheel chair. Provider was advised non warranty and no replacement parts available. Provider states will get a new chair, the ct7a. The caller has no further information to provide.